Event description:
It was reported on (B)(6) 2026 that use of a comfort 3d upper arch appliance was associated with the patient's throat closing and increased saliva production. The issue was reported by excellence in dentistry #1202. The patient had a history of bruxism, respiratory disorders, known allergies (sulfa, trees, and plants), and acid reflux, and maintained good oral hygiene. The appliance was delivered on (B)(6) 2026. The onset of symptoms was reported on (B)(6) 2026, and the patient presented with the issue on (B)(6) 2026. The patient discontinued use of the device on (B)(6) 2026, after which the symptoms resolved. The patient followed the cleaning and storage directions as per the device's instructions for use. No permanent injury was reported, and no additional medical or surgical procedures were required. The appliance was replaced with a product similar to the complaint product.

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).